Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged white power lead and power cable disconnect when manipulated was confirmed. The returned system controller, serial number (B)(4), was functionally tested and found to not operate as intended due to the damage to the cable. During testing the controller lost communication to the monitor. Further troubleshooting was performed and the cable jacket and shielding of the white power cable was stripped at the kink revealing fluid ingress, a severed motor voltage out (red wire), and kinked battery gauge (brown wire), transmission communication (orange wire), and receiving communication (blue wire). The controller would not communicate with the system monitor if a region of the white cable was bent. The communication issue was due to wire fatigue. The power cables were replaced and the controller was retested. The system controller was run on the mock loop and was able to support pump function for extended operation. A root cause for the reported event was conclusively determined to be wire fatigue. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use ¿equipment storage and care¿ and heartmate ii patient handbook,¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The IFU states how to store, transport, and maintain the system controller to prevent damage such as tears and fluid ingress. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient he was plugged into wall power when the patient's vad alarmed. He said he tried to manipulate the white lead as part of it was ¿damaged¿ and it wouldn¿t stop alarming so he did a system controller exchange. He feels fine and has had no alarms since. Analysis of the log file confirmed power cable disconnect alarms due to a white power cable issue. The pump stopped at 21:10 due to the system controller exchange.the patient followed up on (B)(6) 2019 and had no issues to report. Analysis of the returned system controller confirmed it did not operate as intended. No further information was provided.